Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was stuck to her skin while trying to remove it. The customer's blood glucose reading was between 30 mg/dl and 48 mg/dl at the time of incident. Troubleshooting found that the hub was stuck in the serter and the button did not release the sensor. Customer was advised on proper insertion and removal. The customer was also advised that the device would be replaced and to return the product for analysis.